Event description:
Pt reported that a comparison between the surestep meter and a hcp meter was 73 mg/dl (ss) and 152 mg/dl (hcp) respectively (52% diff.). No symptoms were reported. There was no allegation of harm.